Event description:
Customer reports of low blood glucose and insulin pump leaking at reservoir compartment. Customer's blood glucose ranged from 38 mg/dl to 118 mg/dl, which were treated with food. Customer's blood glucose at the time of call was 63 mg/dl. During troubleshooting, it was found that drive support cap was flushed. Customer was advised to contact healthcare professional regarding low blood glucose. Customer was also advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.